Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed active current measurement, selftest and displacement test. Power connector plug in and locked in place properly. Device received unexpected battery power loss and failed sleep current measurement due to corrosion on electronic assemblies. Device received with pillowing keypad overlay, minor scratches on case, faded serial number label, cracked case and cracked case-corner of belt clip rails.